Event description:
It was reported that the patient had extended and difficulty charging the ipg. It was also stated that the charger would lose its connection with the ipg every fifteen to twenty minutes. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned since the facility disposed of the product.